Event description:
The customer contact reported a disconnection; subsequently, a leak of a chemotherapeutic agent was noted. The tubing set was being used to deliver an unspecified concentration of ifosfamide and mesna. The option-lok male adapter of the tubing set was connected to the pt's central venous catheter. After an unspecified length of time in use, the customer contact reported the pt noted the option-lok male adapter disconnected from the catheter. It was reported that an unspecified volume of solution leaked onto the pt and the pt's father hand. The solution that spilled was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. (B) (4). (B) (4).